Manufacturer narrative:
The reported malfunction was observed and attributed to the auxiliary power supply cord. The device's battery was found to be depleted due to not being charged up via the ac power supply cord. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.